Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left main (lm) to the mid left circumflex (lcx) artery. After a guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilatation with a 2.0x15 non-bsc balloon catheter was performed. Subsequently, a 2.5x28 promus premier stent was deployed. After the guide wire crossed the lm, an opticross intravascular ultrasound (ivus) was advanced for observation. A 4.0x16 promus premier stent was then deployed. A residual stenosis was confirmed post-ivus and a 4.0mmx8mm quantum maverick balloon catheter was then advanced to dilate the lesion. The balloon was inflated to 20 atmospheres, however, the balloon ruptured. The device was removed from the patient and the procedure was completed using a 4.0mmx8mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was contrast in the shaft and the balloon. There were numerous kinks in the shaft of the device. The balloon was loosely folded. Microscopic inspection revealed a longitudinal burst, 7mm from the tip of the device. Microscopic inspection of the markerband and the tip of the device found no irregularities or defects. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left main (lm) to the mid left circumflex (lcx) artery. After a guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilatation with a 2.0x15 non-bsc balloon catheter was performed. Subsequently, a 2.5x28 promus premier stent was deployed. After the guide wire crossed the lm, an opticross intravascular ultrasound (ivus) was advanced for observation. A 4.0x16 promus premier stent was then deployed. A residual stenosis was confirmed post-ivus and a 4.0mmx8mm quantum¿ maverick¿ balloon catheter was then advanced to dilate the lesion. The balloon was inflated to 20 atmospheres, however, the balloon ruptured. The device was removed from the patient and the procedure was completed using a 4.0mmx8mm non-bsc balloon catheter. No patient complications were reported and the patient¿s status was stable.